Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the intertan compression screw hexdriver reveals damage to both ends of the device. The intertan compression screw hexdriver shaft was not returned with the device to be evaluated. The device shows significant signs of wear/usage. The device was manufactured in 2013. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, the tip of the compression driver broke off during final tightening of the compression screw. Tip was removed immediately & completely with no adverse results. A backup device was available and a delay of less than 30 minutes was reported.